Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during the surgery, the 2 devices released small particles and it was not possible to continue the surgery with them.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device received 1-19-2018. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and forwarded to npd engineer for evaluation. Visual observation of the complaint device reveals no anomalies to the outer shaft. When the inner shaft was examined, the distal end showed multiple friction marks and slight damage, indicates excessive friction and indicates that the device might have hit a hard surface, or an excessive lateral force was applied to the device during use, which could lead to metal shavings as reported, confirming the complaint. A review of the device history record indicated that this batch of products was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of (B)(4) devices that were released to distribution. The only two failures identified for this lot are on this complaint. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).